Event description:
Allegedly revised due to dislocation subluxation. Age at primary: (B)(6), side: l, primary asa: p2-mild disease not incapacitating, revision njr index no: (B)(6), sex: m, primary bmi: (B)(6). Additional information received 10/25/2016. Added component.